Manufacturer narrative:
The returned sample was decontaminated, visually examined and functionally tested. The centrifugal pump was confirmed to function properly, however, the reported leakage at the connection was confirmed. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint records confirmed that this lot number has not been reported previously. The device labeling does address the potential for leakage in the instructions-for-use with a recommendation to carefully observe connections before and continuously during use. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that they had no forward arterial flow upon initiation of bypass despite having the rpm around 2600. The perfusionist checked for clamps, kinks, etc., but there was nothing to obstruct the forward arterial flow. The centrifugal pump head was turned off and back up slowly and forward flow then started. Additionally, the outlet of the centrifugal pump was observed to have a small leak, but that was quickly resolved with an extra tie-band. The case was completed successfully without any further complications. The patient condition was reported as "good".